Event description:
It was reported that the patient ams spectra concealable penile prosthesis (spp) was removed and replaced with a new spp due to a patient dissatisfaction. The rear tip extenders (rte) were not extended to the mid gland. Additional information received stated that the patient was dissatisfied with the device due to tail pipe penis because the implant did not reach end of the penis glans. Furthermore, the doctor implanted 14 mm cylinder on left because the 12mm was not giving the desired outcome due to tail pipe. After that, 12mm cylinder was implanted on the right side, and the doctor was satisfied with patient outcome.